Manufacturer narrative:
Service representatives repaired the unit and reseated the cables. Calibrated safety tested the monitor to factory specifications.

Event description:
Customer reported the display on a spectrum monitor failed which may have resulted in a loss of spo2 monitoring. No patient injury was reported.